Event description:
It was reported lead had increased thresholds and was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. (B) (4) no anomalies found. Full lead in segments returned and analyzed.